Event description:
Implant date is unknown. Patient complains that 60 days after implant, they felt a "ping" in their back. X-rays showed a break in one of the screws and looseness in the other screws. The patient claims the fusion was documented as "unsuccessful." There has been no report that the device was explanted.